Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was still showing as pre-admitted in the pyxis enterprise server. A technical support specialist (tss) reported that a database integrity check job had run during the incident timeframe and contributed to the issue. The tss stated that, based on recommendations, the hospital database administrator team disabled the custom database check job and continued using the existing maintenance service on the server, which already performed integrity checks and reindexing. The tss confirmed that no further assistance was required and proceeded with case closure after receiving approval. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, system patient was still showing as pre-admitted in the pyxis enterprise server the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.